Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer was able to clear the alarms and resume insulin delivery. Reportedly, the customer would continue use of the pump for insulin therapy, however the customer also has manual injections available.